Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion code, indicative of premature battery depletion. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. This s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion code, indicative of premature battery depletion. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. This s-ICD is not expected to be returned at this time as no patient consent form was ever provided from the patient. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.